Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) replaced the gear pump head, cleaned and adjusted the probes, and confirmed the module was operating within specification. The investigation determined the service maintenance actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas 6000 c501 module. Discrepant results were provided for 4 patient urine samples tested for tina-quant albumin gen.2 - urine application (albu2) and total protein urine/csf gen.3 (tpuc3) and 1 patient sample tested for alkaline phosphatase (alp). Patient 1 initial albu2 result was 3.21 mg/dl. The repeat result was 0.98 mg/dl. Patient 2 initial albu2 result was 7.83 mg/dl. The repeat result was 1.01 mg/dl. Patient 3 initial albu2 result was 5.09 mg/dl. The repeat result was 1.85 mg/dl. Patient 4 initial tpuc3 result was 0.147 g/l. The repeat result was 0.085 g/l. Patient 5 initial alp result was 277 u/l. The repeat result was 107 u/l.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided.